Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm, blank display as the insulin pump was exposed to moisture. Customer's blood glucose value was 200 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that this was the second occurrence of replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the display was not blank less than 30 seconds and did not return. Advised customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after insulin pump restart. Customer states the battery cap is not loose, cracked or damaged. Advised customer they may continue to wear pump until replacement arrives, if they insert a new battery. Customer's outcome pertaining to the complaint. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. Device received with missing display window cover, cracked case(battery tube), cracked case corner of belt clip rails and cracked battery tube threads. No moisture damage noted on electronic assembly or motor assembly noted during visual inspection.